Manufacturer narrative:
Eleven days after the onset of peritonitis, the patient was hospitalized for the event peritonitis. Two days later, the patient recovered from the peritonitis event. On the next day, the antibiotic treatment given to the patient for the event of peritonitis was stopped. At the time of this report, pd therapy was ongoing and the patient was still hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with injection fortum, 1 gram (route and frequency was not reported) and injection vancomycin, 1 gram, every fifth day, intraperitoneally. At the time of this report, the antibiotic treatments were ongoing, the patient was recovering and pd therapy was ongoing. No additional information is available.